Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance in the bipolar configuration. Capture had increased from 0.5 v to 5.0 v. The unipolar impedance was 379 ohms with a capture threshold of 0.5 v. The atrial polarity was changed to the unipolar configuration.

Manufacturer narrative:
No medwatch form was received.